Event description:
The customer reported that the unit is stuck on start up mode. The problem occurred during set-up. No patient was injured.

Manufacturer narrative:
The ge service rep removed and replaced the defective hard drive and reloaded the system software then verified the system boot-up. He also verified image storage and play back. The system is operating as intended.